Event description:
The customer reported a vent inop condition due to an air valve liftoff failure and adc/dac test failure, post inhalation autozero test failure. The customer reported there was no patient involvement.